Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not been returned at this time.

Event description:
It was reported that the catheters were allegedly cracked to their distal extremity. This occasionally occurs when connecting the catheter to the pigtail. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked connector on the returned drainage catheter was confirmed, but the root cause of the damage was unknown. The proximal end of an 8fr drainage catheter was returned for investigation. The product appeared to be used. The rubber seal had been advanced over the indent. The catheter had been cut 4.7cm distal to the rubber seal and the distal catheter segment was not returned for investigation. The white connector exhibited a single longitudinal crack that crossed the threads and was approximately 8mm in length. What appeared to be a transparent dressing was observed around the connector. Fluid was contained between the dressing and the connector. While the damage apparently occurred during use, the exact cause of the cracked material was not determined. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheters were allegedly cracked to their distal extremity. This occasionally occurs when connecting the catheter to the pigtail. No patient injury reported.